Event description:
It was reported that this pacemaker was suspected of depleting prematurely. A request was made to have data from this device analyzed. Data analysis is not yet available at this time. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Disk analysis was provided for analysis. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. No adverse patient effects were reported. This investigation will be updated when further information is provided.

Event description:
It was reported that this pacemaker was suspected of depleting prematurely. A request was made to have data from this device analyzed. Data analysis is not yet available at this time. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Disk analysis was provided for analysis. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. No adverse patient effects were reported. Subsequently, this pacemaker was explanted and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.